Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, using a sensor guidewire percutaneously, the guidewire reportedly detached between the skin surface and kidney during the dilating phase of the procedure. The detachment was immediately noticed and both pieces were removed from the patient, using reusable forceps without complication. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
Visual analysis of the returned sensor guidewire revealed that the distal tip of the wire was elongated, exposing the core wire. The core wire was broken. Additionally, the coating had peeled from the wire and the urethane tip on the distal end was not present with the return. Further analysis has concluded that the wire broke as a result of reverse cyclic bending with final tension overload. Most likely, due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Based on all gathered information, ¿operational context¿ of the most probable root cause for this event.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, using a sensor guidewire percutaneously, the guidewire reportedly detached between the skin surface and kidney during the dilating phase of the procedure. The detachment was immediately noticed and both pieces were removed from the patient, using reusable forceps without complication. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿stable.¿